Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the distal right coronary artery with heavy tortuosity, moderate calcification and 99% stenosis, a 3.5x15mm rx xience xpedition stent delivery system (sds) was advanced and failed to cross the lesion due to the tortuosity. There was no interaction of devices. The sds was withdrawn and re-advanced with the support of a non-abbott guide catheter extension but still could not cross the lesion. The sds was removed; however, slight resistance was felt with the non-abbott guide catheter extension. When the sds was removed it was noticed that the stent struts at the proximal part of the stent were flared. Another unspecified balloon catheter was used for further dilatation and a 3.5x12mm xience xpedition stent was implanted to treat the lesion. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: opyi cross, fine cross gt, guidelinerv3, 7f launcher sal. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The difficulty removing the sds could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.